Event description:
On (B)(6) 2012, a physician reported that high impedance was seen for this patient's generator. The patient stated that he would like to move forward with full revision because he felt his seizures were getting worse. Clinic notes dated (B)(6) 2012 indicated that the patient's device was disabled on (B)(6) 2012. Clinic notes dated (B)(6) 2012 indicated that the patient's device was not working. The battery died on the device and the patient was having seizures. The patient's last seizures were on (B)(6) 2012. The patient typically had seizures in clusters of two to three. The patient's device was interrogated and programmed. The patient tolerated the programming well. Notes stated that the patient had a malfunctioning vns. System diagnostics were performed. The battery would be replaced. System diagnostics showed high impedance and limit output status. Notes dated (B)(6) 2012 stated that it was believed the device may have stopped working and that the batteries were dead. The patient had two seizures in april and went to the emergency room. The patient has had period where he would not have any seizures for a month and at times has four to six seizures daily. The patient's eyes start blinking, and the patient has small seizures. The patient falls on the floor, has jerking, and has grand mal seizures as well. The patient's device was interrogated and programmed. It was indicated that the patient's battery would be replaced and that the vns was malfunctioning. A blc on (B)(6) 2012 indicated 6.05 years remaining. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, this patient underwent full revision. Pre-operative interrogation on the generator showed that the normal mode and magnet output currents were 0.0 ma. Pre-operative system diagnostics indicated high impedance. The devices were explanted. The surgeon cut the lead wire close to the anchor coil and removed approximately 38 cm of intact lead attached to the generator. The old helicals were left in place on the nerve. The new helicals were placed superior to the old coils. Two system diagnostics (one out-of-pocket and one in-pocket) indicated normal results. The explanted lead and generator were returned on (B)(6) 2012 and are currently undergoing product analysis.

Event description:
The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The reported high impedance allegation was not verified within the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death.